Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed, no conclusion can be drawn at this time.

Manufacturer narrative:
All operating currents were within specification. No unexpected low battery or off no power alarms were noted. The insulin pump passed the displacement test, self test, the rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. No motor error alarm was noted during testing. However, a corroded motor home switch was noted during the visual inspection. The insulin pump alarmed for an unexpected restart after a battery change due to a faulty connector on the interface board. The functional tests could not be completed due to the alarm for the unexpected restart. The insulin pump was received with minor scratches on the display window, a cracked reservoir tube lip, a broken belt clip slot and scratches around the casing.

Event description:
Customer's diabetes trainer reported customer is in the hospital for diabetic ketoacidosis. The entire call was through the trainer since customer was in the hospital. Customer was at his doctor's office and his blood glucose was over 600 mg/dl. The doctor sent customer to be emergency room. Customer was treated in the emergency room. He was experiencing vomiting and fatigue. Customer was wearing the device when admitted. His device had an alarm on it. During troubleshooting for high blood glucose, a leak was found. When the reservoir was removed, the reservoir compartment was wet and smelled of insulin. The device failed the high pressure test once. During the test, the device alarmed motor error. The device was not exposed to a strong magnetic field. The alarm was cleared. Customer does not use the sensor feature. Customer is able to rewind the device. Customer was advised that the device needs to be replaced, and to discontinue use and revert to a back up plan.